Manufacturer narrative:
Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt easts more that recommended." "Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilation, stomach slippage or esophageal dilation. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required."

Event description:
Reported event of "severe vomiting and fundus herniation" found in following journal article: "laparoscopic adjustable gastric banding (lagb) with gastric plication: short-term results and comparison with lagb alone and sleeve gastrectomy," surgery for obesity and related diseases, vol 11, no. 1, pp. 125-130. Date of publication: 01/01/2015. Authors indicate the pt "developed severe vomiting and returned to the emergency room 21 days after surgery because of the development of a fundus herniation. The pt required a laparoscopic revision surgery with replication of the gastric wall and reapplication of the lagb."